Manufacturer narrative:
Additional manufacturer narrative: device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log and reproduced the errors by attempting a sample run. Fse resolved the problem by replacing the sample height detector sensor. Fse validated the instrument by running qc and patient samples; results were without errors and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2310] sample rack not at start position cause: the x1 starting point rack detection sensor s075 failed to detect a rack when the carry-in (y1) belt was driven. Action: set the sample rack. Alternatively, check s075 and the carry-in belt mechanism. The most probable cause of the reported event is due to faulty sample height detector sensor.

Event description:
A customer reported getting error message "2310 sample rack not at start position" on the aia-900 instrument. Technical support specialist (tss) instructed the customer to eject the rack and perform all set home, but error persisted. Tss instructed the customer to replace the rack and spray with canned air, but the error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.